Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was inconclusive due to the sample condition. One repaired broviac catheter was returned for investigation. The original catheter segment, which was secured to the repair segment, was 3.7cm in length. The catheter had been cut 2.0cm distal to the splice sleeve and the remainder of the catheter was not returned for investigation. The returned sample exhibited evidence of use. The printing on the clamping oversleeve was worn. Debris was observed in the clamp. It appeared that the repair was successful. Dark regions were observed between the intermediate tubing and the 4.2fr tubing in the original catheter segment distal to the splice sleeve. The intermediate tubing was cut open, which revealed blood residue between the two layers of tubing. The damaged portion of the catheter may have been cut away and not returned for investigation. Due to the evidence of use, the reported damage most likely occurred during use of the device; however, the reported hole in the external leg was not observed on the returned catheter segment. A functional test revealed that the returned sample was patent to infusion, but no leaks were observed in the catheter. Since the entire catheter was not returned for investigation and since the reported damage could not be replicated, the complaint is inconclusive. A lot history review (lhr) of huav2066 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient experienced a break presumably due to over pressurization by the appearance of the line. Line was originally placed (B)(6) 2017 in right ij. No harm reported to patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huav2066 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient experienced a break presumably due to over pressurization by the appearance of the line. Line was originally placed (B)(6) 2017 in right ij. No harm reported to patient.